Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that insulin pump screen shows rainbow effect when held in sunlight. Customer also reported that keypad was unresponsive customer's father also reported that insulin was squirting out during priming instead of dripping. Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis